Manufacturer narrative:
The insulin pump passed the delivery accuracy test 0.08845 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm tests. No delivery anomalies were noted during testing. However, the following physical damage was noted: minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose level of 750 mg/dl and has received medical attention. Troubleshooting was completed for the high blood glucose. The insulin pump passed the high pressure test. The insulin pump was returned for analysis.